Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump went into suspend mode without warning. The customer's blood glucose level ranged from 189 to 325 mg/dl. The customer treated with a manual injection. The customer performed troubleshooting but did not find any problems except a slightly bent infusion set and some blood at the insertion site. The customer performed the high pressure test and at first it failed, but then it passed the second time. The customer's infusion sets were replaced, however nothing was returned.